Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of patient made mistake / touch contamination and peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer and nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of peritonitis was that the patient made mistake/ touch contamination. Treatments were not reported. The patient was recovering from the peritonitis. It was not reported if the patient was retrained in pd technique so the outcome of touch contamination is unknown. Dianeal therapy was ongoing. The nurse reported the patient made mistake / touch contamination and peritonitis with culture positive for (B)(6) were unrelated to dianeal therapies.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review was performed for the potentially associated lot number (gd881474). There were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.